Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that an after an unknown time after the implant of this bioprosthetic valve, this valve was explanted and replaced due to paravalvular leakage. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that immediately following implant, the device was explanted and replaced due to severe paravalvular leak and aortic stenosis. The patient expired one month and four days post procedure and the cause of death is unknown. The reported information does not indicate an allegation against this device's performance or any medtronic device's performance. (B)(4).